Manufacturer narrative:
Additional information: concomitant medical products and device evaluated by MFR.plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that there was a blood leak during treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, did not alarm appropriately with a blood leak alarm. Blood leak test strips were not used as the leak was visually observed on the end cap of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100 ml. Fresenius bloodlines were used for treatment; however, bloodlines information was unknown. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.